Event description:
The recipient had no more hearing sensation when using the device. There is no report of a trauma event. The recipient has been reimplanted.

Manufacturer narrative:
Conclusions: device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer, as confirmed by residual gas analysis, which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The single sided deafness (ssd) user has no more hearing sensation when using the device. Re-implantation is planned but no date has been scheduled.